Event description:
The customer obtained lower than expected vitros phyt quality control results (pv1 results = 4.95 and 7.13 ug/ml vs. Expected result = 12.8 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected vitros phyt quality control results were obtained while using the vitros 5600 analyzer. Patient samples were not reported to have been affected. An ocd field engineer performed "as needed" service to the wash fluid metering subsystem and performed related adjustments. Performance testing following service verified that the equipment was returned to expected operation. There is no evidence that the vitros phyt reagent slides malfunctioned. The assignable root cause is an instrument related issue.